Event description:
A distributing customer reported that they identified an electromechanical ambulatory infusion pump with an inoperative occlusion alarm. The malfunction was discovered during a quality inspection by the distributor. There was no patient involvement in this event.